Event description:
It was reported that the 9800 system intermittently displayed communication error messages during different cases. No patient injury was reported.

Manufacturer narrative:
Communication error. The service rep replaced the sbc with a single board computer kit and replaced the hard drive. The system operates as intended.